Event description:
The event is reported as: the staples do not close properly. The surgeon needed to use several staplers, so that the skin closure and the anesthesia were delayed and the scar was damaged.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.